Event description:
The customer contact reported that the device alarmed with a s233 (over temperature-psc) malfunction alarm code. The device was returned to the biomedical department with a note that stated, "s233 malfunction alarm and noisy fan." No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, the device fan was noisy and s233 (overtemperature-psc) malfunction alarm code was noted in the device history. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device fan was noisy and s233 (over temperature) malfunction alarm codes were noted in the device history. The probable cause of the s233 error code was due to a broken fan assembly. This report represents all the information known by the reporter upon query by hospira personnel.